Manufacturer narrative:
(B)(4) g2: united arab emirates. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately three years three and a half months post implantation due to pain, instability, poly wear and implant fracture. Attempts to obtain additional information have been made; however, no more information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to provide additional information. Updated: b4, b5, d2b, g1, g3, g6, h1, h2, h3, h6, and h11. Visual inspection of the provided image performed. Item and lot number marked on the device confirmed as correct. The images clearly show that part of the device has fractured away into separate pieces. The main body of the device itself also appears to show signs of use with wear around the edges. Unable to perform fracture analysis from the provided images as the view of the fractured surface is not sufficient to do so. As the physical product was not returned, further analysis could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient presented to the clinic with increased instability in the left knee. The polyethylene liner was severely worn in the posterior aspects on the medial and lateral sides, and some plastic had broken off laterally. The small pieces of fractured plastic were removed from the joint. The trial implant was removed and the definitive implant placed. No intraoperative complications were reported. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.